Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 day. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that during implant when the pump was initiated at 6000 rpm and the programmed set speed was ramped up to 6800 rpm, the pump was unable to increase to the programmed set speed. The programmed set speed was increased to 7400 rpm, however, the pump speed would not increase past 6800 rpm and appeared ''stuck''. A transesophageal echocardiogram revealed that there was no blood flow through the heart. It was reported that air appeared suddenly despite de-airing the pump. The programmed set speed was decreased to 6400 rpm and then increased to 6800 rpm and the pump started to work with blood flow seen through the heart. However, when the programmed set speed was increased further, there were no hemodynamic changes or changes in pump parameters. It was reported that the lvad appeared to be sucking blood from the left ventricle out the outflow graft. The pump speed was increased to 10,000 rpm and the aortic valve (av) continued to open. It was suspected that something was in the pump and there was concern that the pump would need to be exchanged. The programmed set speed was then increased to 11,000 rpm. At that speed, the av remained closed. It was reported that the echocardiogram looked fine and that the pump was operating as intended. The case was continued with the programmed set speed ramped back down to 9,000 rpm from 11,000 rpm. Pump parameters changed accordingly and everything seemed to be fine. The patient was stable throughout the entire case and there were no changes when the chest was closed. It was reported that the patient woke up without issue and appeared neurologically intact. The patient was extubated postoperatively and the event reportedly did not seem to impact the clinical course. No further information was provided.

Manufacturer narrative:
No equipment was returned for evaluation. A specific cause of the issues observed at implant could not be conclusively determined. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.